Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a total hip procedure, two blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a five minute delay and the procedure was completed successfully. This report is for the first blade that broke.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a total hip procedure, two blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a five minute delay and the procedure was completed successfully. This report is for the first blade that broke.